Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported that the lead was intrathecal. The patient had weakness in the right leg. When the ins was turned on the patient felt stimulation in the foot at .6ma, which was unusual. Contributing factors included horrible imaging during implant. An MRI was performed, and the device was explanted. The event was reported as resolved. No further complications were reported/anticipated.